Event description:
Per the report received from italy a 26-y-o patient with a valve model 11500a25 valve implanted in pulmonary position underwent reintervention for a valve-in-valve procedure after an implant duration of three (3) years and two (2) months due to fibrosis seen on echo leading to moderate regurgitation (medium gradient 43 mmhg). The patient presented with dyspnea. A 26mm transcatheter heart valve was implanted within the pre-existing edwards surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
The following sections were updated/added: a2 (date of birth), b5, e1 (title and last name) and h6 (clinical code, type of investigation, investigation findings and investigation conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including tetralogy of fallot, patient age at implant and implant used outside the way it was designed and intended. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 26-year-old patient with a valve model 11500a25 implanted in unknown position underwent reintervention for a valve-in-valve procedure after an implant duration of three (3) years and two (2) months due to fibrosis seen on echo leading to moderate regurgitation (medium gradient 43 mmhg). A 26mm transcatheter valve was implanted within the pre-existing surgical device.